Event description:
Pt had port placed on (B)(6) 2014. On (B)(6) 2014, port was not functioning. Xrays found catheter was lodged in right atrium. Interventional cardiologist retrieved catheter from heart without complications. Nothing was able to be infused at the time of dysfunction discovered.